Event description:
A male patient underwent a tracheostomy in 2009. The balloon burst at a pressure of 10 atm. A large amount of bleeding occurred and was stopped by using a blue rhino. The patient's outcome at this time is unknown.

Manufacturer narrative:
The balloon and inflation device were received in a used and contaminated condition. The balloon was found to be ruptured in a circumferential manner near the midpoint between the bonds. The torn section was pulled back during product withdrawal, but the entire balloon is present. Additionally, an inflation device was received in a used, contaminated, and unremarkable condition. The complaint was confirmed per examination of the received product. Each balloon is dry leak tested both during in-process and final inspection. The balloon diameter and bonds are 100% verified prior to shipment. The appropriate design control activities have been completed for this product line. Also, device is shipped with instructions for use (IFU) listing the proper usage techniques and instructions, including appropriate balloon inflation pressures. Additionally, the IFU outlines the pertinent warnings and precautions associated with the use of this device. Circumferential tears are more likely to occur if the middle of the balloon is constricted, however, the maximum burst pressure does not decrease as a result of balloon constriction. The rupture could have occurred because of unforeseen patient anatomically/physiological factors. However, we have notified the appropriate individuals and we will continue to monitor for similar events.